Manufacturer narrative:
Medical devices: a2dr01 ipg implanted (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing. The lead remains in use. No patient complications have been reported as a result of this event.